Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was infected thoracic spinal cord stimulator. The patient was presented to the hospital on (B)(6) 2015 with increasing back pain and drainage of left buttock incision after a long flight trip. The patient had severely controlled diabetes. A CT scan was performed concerning for possible abscess formation at thoracic and left buttock incision sites. The patient was discharged home on (B)(6) 2015 in stable condition and continued on IV antibiotics via PICC line through (B)(6) 2015. The outcome was resolved without sequelae. Interventions included explanting and not replaced the entire system. The event resulted in in-patient hospitalization. Imaging showed an abscess. Laboratory testing showed positive for (B)(6) cultures of body fluids and wound abscess. The etiology was noted as not related to the device or therapy and related to the implant procedure. The etiology was noted as related to the incisional site/device tract specifically the lead/extension tract. Relevant medical history included: spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.